Event description:
Updated information received. Patient's physician confirmed the patient died in hospice. The physician reported that the cause of death was general decline.

Manufacturer narrative:
Updated information received. Patient's physician confirmed the patient died in hospice. The physician reported that the cause of death was general decline. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Abbott was notified of the patient¿s death due to a request to return their electronic unit.